Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was hospitalized several hours away from their home for behavioral issues because they were in pain and depressed. There was a report of chronic pain located in the back and foot. The consumer reported that the patient had chronic pain from 2-3 back injuries and foot injury. It was reported that the patient's foot had neuropathy which causes their toes to curl if the stimulation was turned off. The implantable neurostimulator (ins) helped with the patient's pain but does not think the patient had been able to relate what they were feeling when they had gone in for adjustments. There was a report that the patient takes pain medication and needs to have a clear head when they go in for adjustments. The consumer reported that the patient sometimes feels stimulation too high and turns it down. It was reported that the patient sometimes feels stimulation when it was turned off but thinks that may be because they kept stimulation on too high for longer periods of time. Relevant medical history includes non- malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.